Manufacturer narrative:
E1 additional reporter address: (B)(6).

Event description:
It was reported that a balloon rupture occurred. An agent dcb mr 2.50 x 15mm was selected for treatment of the target lesion. During the procedure, the agent was inflated to 8atm for 20 seconds. During inflation, the balloon ruptured. The balloon was removed from the patient, and the procedure was successfully completed using another device. There were no patient complications.